Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the guidewire was deployed and the needle was inserted resistance was felt, the device was removed and the sheath was found to be split. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that after the guidewire was deployed and the needle was inserted resistance was felt, the device was removed and the sheath was found to be split. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8 fr x 150mm introducer peel-apart sheath and 165mm vessel dilator was returned for evaluation. The dilator was received inside the sheath. Damage was noted along the length of both the sheath and the dilator. The dilator tip was noted to be warped and flattened. Based on these findings, the investigation is confirmed for the reported introducer sheath issues, specifically due to a damaged dilator tip. The overall sheath and dilator damage, along with the reported resistance felt during insertion, likely occurred as a result of the dilator tip being misshapen, as it bowed outward at points. However, the definitive root cause for the dilator tip damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 09/2019).